Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing severe pain whenever the ipg was turned on. It was also noted that the patient felt shocks when touching metal objects and the ipg was becoming uncomfortably hot during charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.